Manufacturer narrative:
The force bipolar instrument has been evaluated by the failure analysis (fa) team. Fa was not able to confirm or reproduce the reported complaint. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. Energy delivery was tested and passed in various hook orientations. The instrument passed the electrical continuity test. The instrument was fully functional. No physical damage was found and no product issue was identified.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the instrument; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted procedure, the hinge broke on the force bipolar instrument. The procedure was completed with no patient harm. Intuitive surgical inc. (Isi) followed up with the reporter and obtained additional information. The hinge was broken on the instrument. The force bipolar instrument was inspected prior to use. Cleaning was being performed when the instrument broke. It was unknown if the instrument collided with other instruments. There was no fragment that fell inside the patient. No image or video recording was available.